Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument and no issues were observed, no parts were replaced. Tracking and trending did not identify an adverse labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results while using the architect c4000 process module. The customer provided the following (mmol/l) [normal range is 3.5 to 5.1 mmol/l]: (B)(6) 2017 (7:30): sid s178 initial 6.6 mmol/l. The patient was taken to the ed from a nursing home and was redrawn at 10:55 and retested. Sid 414 generated a result of 5.1 mmol/l. The original specimen was retested in duplicate a couple of days later and generated a result of 6.6 mmol/l, on each replicate. No treatment was provided due to the elevated potassium result.